Event description:
On (B)(6) 2012, the patient contacted animas to report elevated blood glucose (bg) levels since the night prior. The patient stated her bg on (B)(6) 2012 at 3:41am was 558mg/dl, at 7:35am that morning it was 505mg/dl and at the time of the call reported her bg was over 600 mg/dl. The patient stated that she took boluses for the high bgs via the pump and when her bg tested over 600mg/dl she administered 11 units of novolog via injection. Customer support noted that the patient denied developing any signs/symptoms suggestive of hyperglycemia. At the time of troubleshooting, the patient informed customer support that she changed her set/site twice on (B)(6) 2012 and her bg remained elevated. While reviewing the pump with the patient, customer support discovered that the patient was not using the pump bolusing or priming correctly. Customer support noted that the patient was mostly using ezbg and not using ezcarb to calculate her meal boluses. The patient had not bolused for her dinner of pasta on the evening of (B)(6) 2012 nor did she bolus for her breakfast on (B)(6) 2012. Review of the pump also revealed that the patient was not filling the cannula properly. Customer support instructed the patient to contact her hcp regarding the high bgs, pump settings and ratios, and use of ketone strips. This complaint is being reported because the patient obtained bg levels greater than 500 mg/dl while on insulin pump therapy. The patient's reported hyperglycemia can be attributed to use error since troubleshooting revealed the patient was not using the pump advanced settings correctly.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results no defect was found. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. Total daily dose history for (B)(6) 2012 is low; this corresponds with reported manual time from am to pm. No data in black box from this date due to continued use. All other daily insulin delivery totals reflect the user's programmed basal rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.